Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? -esophagus. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) -1st. Did the device produce a complete cut line? -no. Was the staple line incomplete? -yes. Did any bleeding occur? -no. If how much? Was a blood transfusion required? -n/a. Was the instrument fired across or near an existing staple line or clip? -no information. Were any unexpected noises heard? If so, when? -no information. Were any of the forces higher or lower than expected (closing or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no. The analysis results found that the device was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastrectomy, the force of grasping the firing trigger was much higher than expected when the device was used to hold the esophagus and the stomach temporarily at the 1st firing. Although the trigger was fully grasped with force, the staples of distal 1/2 were not deployed. The cartridge was green and reinforcement material was unused. Another device was used to complete the case. There were no adverse consequences to the patient.